Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network system or remote monitoring system) will not power on. The biomedical engineer tried a back-up rns using the same power cord and outlet and the back-up rns works normally. The unit was evaluated and the problem was duplicated. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) will not power on. The biomedical engineer tried a back-up rns using the same power cord and outlet and the back-up rns works normally.